Event description:
Report received that a patient was admitted to the ICU due to an increase in seizures. The patient's vns settings had been increased prior to experiencing the increase in seizures. System diagnostics had reportedly been taken while the patient was admitted and indicated the device was working as intended. Although the patient's former neurologist reportedly indicated the increase in seizures was due to induced stress from the patient's son dying a year prior, the patient's current neurologist did not know the reason for the increase in seizures. Since the patient has been seeing the current neurologist for about a year, his assessment indicates the cause of increased seizures is unknown.the patient's current neurologist decreased the vns settings back to original values. No further relevant information has been received to date.